Event description:
The recipient is reportedly experiencing pain with and without device use. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The device explant will be followed under MDR # 3006556115-2024-01849. The recipient was a non-user of the device. The recipient's pain will be managed by the recipient's rheumatologist. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.